Event description:
It was reported to boston scientific corporation in 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed the day before. According to the complainant, during the procedure, the balloon ruptured in the common bile duct and the tip of the catheter (including the latex balloon) detached from the catheter at the brown marking. The physician removed the catheter tip from the patient's duodenum using biopsy forceps and completed the procedure with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.